Event description:
A hospital representative contacted baxter ireland regarding a connection issue with a xenium 210 dialyzer, resulting in a breach in aseptic technique. It was reported that the hemodialysis home patient (hp) had an issue screwing in the stream sterilized bloodline with the arterial chamber lines into the dialyzer. The hp stated that because it was not screwed in properly, saline was leaking out during priming. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter; therefore no evaluation could be performed. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a blood leak could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.